Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon was implanting the arcos one-piece stem into the right hip, the threaded tip of the inserter hand broke off into the prosthesis about a third of the way down of being fully implanted. Surgeon proceeded to try to remove the tip from the stem but couldn't because all that was exposed in the insertion hole was a flat smooth surface. About 2 mm of the tip broke off. Since it was impossible to remove the broken instrument, the surgeon decided to leave it embedded in the implant since it was safely stuck in the stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Instrument has approximate field age of 4 years with an unknown number of uses. No indication of manufacturing deficiency. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.